Manufacturer narrative:
(B)(4).

Event description:
Ait was reported that applicator deployment occurred. The sensor was inserted into the arm on (B)(6)2024. An external visual inspection was performed and passed. Test 1 was performed and failed. . Applicator deployment was not found within the investigation window. The allegation was not confirmed. However, a broken or detached needle or cannula was found in connection to the reported allegation. The probable cause of the broken or detached needle or cannula was determined to be probable cause from applicator, broken needle. No injury or medical intervention was reported.